Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter /leakage. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: after the two occurrences captured by (B)(4) (in which the rubber that covers the needle that goes inside the tube didn't recover, causing a leakage of blood due to the lack of sealing), the team has brought that there were 2 or 3 more events, but that have not been reported to the facility. According to them, all of them occurred in the same week from (B)(4). All occurrences happened after 5 / 6 tubes collected. The only bd devices used along with the wingset at the time the issues occurred were the holders, that have no contact with the sleeve. There are no pictures or videos, once the health professional gets alone in the room to perform the procedure, so it's not possible to ask for patient to wait with the needle leaking while the supervisor is called to record a video. The devices have not been kept since they were contaminated with patients blood, besides they are sharp devices.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve recovery/leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter /leakage. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: after the two occurrences captured by (B)(4) (in which the rubber that covers the needle that goes inside the tube didn't recover, causing a leakage of blood due to the lack of sealing), the team has brought that there were 2 or 3 more events, but that have not been reported to the facility. According to them, all of them occurred in the same week from (B)(4). All occurrences happened after 5 / 6 tubes collected. The only bd devices used along with the wingset at the time the issues occurred were the holders, that have no contact with the sleeve. There are no pictures or videos, once the health professional gets alone in the room to perform the procedure, so it's not possible to ask for patient to wait with the needle leaking while the supervisor is called to record a video. The devices have not been kept since they were contaminated with patients blood, besides they are sharp devices.